Manufacturer narrative:
Adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient was undergoing treatment of a left iliac artery aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system and a gore® excluder® iliac branch endoprosthesis (ibe). The ibe was implanted successfully. The trunk-ipsilateral leg component was advanced from the right through an 18fr gore® dryseal flex sheath. Cannulation of the contralateral gate was successful. The contralateral leg component, pcl271200 was advanced through a 16fr gore® dryseal flex sheath on the left, although reportedly not close enough to the gate, and the device could not be advanced to the level of the flow divider. Attempted removal of the device was unsuccessful, subsequent angiography revealed the proximal end of the device had started to deploy inside the external portion of the ibe device. A cut-down was performed in the left groin to retrieve the partially-deployed device, however, the device could not be retrieved, so the physician deployed the device in the left external iliac artery to release it from the catheter. Angiography showed that the leading olive and approximately 12cm of the delivery catheter had broken off, these were able to be snared and removed from the patient. The case completed with no further events. Final angiography appeared to show an endoleak around the level of the left internal iliac artery, however this was not confirmed and it was decided the patient would be monitored.

Manufacturer narrative:
H.6. Results code 2: the engineering evaluation stated the following: the device evaluation showed the following: the delivery catheter was broken at the trailing olive. The leading end of the catheter had fractured at the trailing olive. There was damage to the leading end of the introducer sheath. No damage was seen on the leading olive. The findings from the evaluation are consistent with the physician¿s observations. The excluder instructions for use (IFU) clearly states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. The cause for the resistance removing the catheter was the device catching on the leading end of the introducer sheath during catheter removal. The cause for the device catching on the introducer sheath could not be determined with the available information. The force used to remove the device catheter through the introducer sheath when the reported resistance was felt may have contributed to catheter breakage, however the cause for the catheter breakage could not be determined from the currently available information.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient was undergoing treatment of a left iliac artery aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system and a gore® excluder® iliac branch endoprosthesis (ibe). The ibe was implanted successfully. The trunk-ipsilateral leg component was advanced from the right through an 18fr gore® dryseal flex sheath. Cannulation of the contralateral gate was successful. The contralateral leg component, pcl271200 was advanced through a 16fr gore® dryseal flex sheath on the left, although reportedly the sheath was not able to be advanced not close enough to the gate, due to tortuous anatomy and the device could not be advanced to the level of the flow divider. Attempted removal of the device was unsuccessful, subsequent angiography revealed the proximal end of the device had started to deploy inside the external portion of the ibe device. A cut-down was performed in the left groin to retrieve the partially-deployed device, however, the device could not be retrieved, so the physician deployed the device in the left external iliac artery to release it from the catheter. Angiography showed that the leading olive and approximately 12cm of the delivery catheter had broken off, possibly due to the force of the device hitting the edge of the sheath while being pulled back and forth. The leading olive and catheter segment were able to be snared and removed from the patient. The case completed with no further events. Final angiography appeared to show an endoleak around the level of the left internal iliac artery, at the overlap of the devices implanted in the internal iliac artery, however this was not confirmed and it was decided the patient would be monitored.